Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in (B)(6).

Event description:
The customer initially complained of a questionable result for albt2 tina-quant albumin gen.2 (microalbumin) in one urine sample. The initial microalbumin result was 2.13 mg/dl accompanied by a data flag. The repeat result was 29.80 mg/dl. It is unknown if the erroneous result was reported outside the laboratory. The sample was not recentrifuged before repeating. It is laboratory policy to centrifuge all urine samples for microalbumin before analysis. The customer later provided data for 45 more samples. Of the data, six samples had erroneous results for microalbumin. Please refer to the attachment to this MDR for the microalbumin data, "ucreat" data, and genders of the patients. Units of measure for microalbumin are mg/dl. Units for the "ucreat" results were not provided. It is unknown if any of the erroneous results were reported outside the laboratory. There was no allegation of an adverse event for the 1st patient. Information regarding adverse events for the other patients was requested but not provided. The lot number for the microalbumin reagent was 139349; the expiration date was requseted not provided. The gear pump head, pressure gauge, and sampling assembly were replaced. The investigation was unable to determine a specific root cause. Since re-runs were fine and no other issues were observed, a general reagent issue can be excluded. Precision tests and the alarm log do not indicate a hardware issue. Preanalytical issues, which may cause partial or intermittent blockage of the sample probe cannot be excluded, and are a likely cause of the event. The analyzer was running within specifications after troubleshooting activities were carried out.